Event description:
N/a

Manufacturer narrative:
Updated fields: h6 (type of investigation, medical device ¿ problem code, investigation findings, component codes, investigation conclusions). Additional information: contact person name: (B)(4). A getinge field service engineer (fse) found that the touchscreen was not responding correctly while performing the pm of the iabp unit. To fix this issue fse replaced the touchscreen and completed the service. All functional safety checks have been made to meet factory specifications. The iabp returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) touch screen not responding intermittent. There was no patient involvement reported.